Event description:
Pt called lfs alleging that the meter was reading inaccurately high. Pt reported feeling incoherent at the time of the concern. Family member had tested pt and obtained a "121 mg/dl" and a "40 mg/dl" 10 minutes later. Pt had passed out immediately following the reading of "40 mg/dl". Emt was called and after pt was administered treatment (unknown), a blood glucose reading of "91 mg/dl" was obtained. Pt was taken to the hosp, where a blood glucose reading of "20 mg/dl" was obtained (device unknown). No info was provided regarding pt's symptoms, while at the hosp. Pt was administered an unknown IV source and released the following morning at 10:00 am. The hosp told the pt that pt meter was reading high. The customer service rep walked pt through a control solution test, which fell within the accepted range. The meter is being reported based on the precision claim. The pt reported blood glucose results of "121 mg/dl" and "40 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodolgy, the calculated difference of these glucose results exceeds the expected value of <=20% and/or 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The customer service rep replaced the meter and control solution. Medical affairs specialist was unable to reach pt to obtain addtional info.